Event description:
It was reported that the patient reported pain at the back of their head where the connector is. On (B)(6) 2021, upon examination on the left-hand side, the lead tip was quite superficial. It is just behind their ear and bothers them when wearing a mask. Unable to resolve issue without replacing whole system therefore left for now. Etiology noted no relationship between the event and the device/therapy, and a causal relationship between the event and the implant procedure. The outcome was noted as unresolved with no further action taken/planned. Additional information was received from the manufacturer representative (rep) stating the site was inquired regarding the lead serial/model number and the cause of the lead being superficial. The implant date of the lead associated with this event was (B)(6) 2020. The implant date of the neurostimulator was (B)(6) 2019.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.